Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to battery depletion, and pacemaker failure. Cpi minimum longevity at nominal settings with a 500 ohm lead is 77 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system. The ipg was implanted for 134 months.